Event description:
It was reported through results of a clinical trial that approximately four months and four days post index procedure using a drug-coated balloon catheter, the subject developed adverse event of decreased flow due to stenosis of juxta-anastomotic region which required reintervention. Reportedly, the adverse event was treated with standard percutaneous transluminal angioplasty and other drug coated balloon. Furthermore, the adverse event was not related to the device and procedure but definitely related to the av access circuit. The re-intervention involved on the target lesion on the cephalic vein with initial stenosis of 51.1% and final residual stenosis of 20%. The re-intervention was successful, and the current status of the patient was unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: d4 (unique identifier (UDI) #), h6 (patient). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiry date: 10/2026). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through results of a clinical trial that approximately four months and four days post index procedure using a drug-coated balloon catheter, the subject developed adverse event of decreased flow due to stenosis of juxta-anastomotic region which required reintervention. Reportedly, the adverse event was treated with standard percutaneous transluminal angioplasty and other drug coated balloon. Furthermore, the adverse event was not related to the device and procedure but definitely related to the av access circuit. The current status of the patient is unknown.